Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
Patient reported elevated bg of 288 and difficulty announcing breakfast due to being stuck on the "fill tubing" screen. Agent instructed patient to disconnect before troubleshooting. Patient confirmed 0.7 units were pushed through, then followed steps to check for insulin drops and successfully saw drops after holding the button. Patient confirmed on ilet, reconnected, and accessed the home menu to announce their meal. Blood glucose was affected.